Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
From the communicated elements, it was carried out: -a DHR analysis batch 5033940 was manufactured in 2010. This batch was initially in conformance with regards to its specification. For this batch, there was no deviation or non-conformance. The hac coating was performed in (B)(6). -a product analysis of the returned products show a disappearance of the hydroxyapatite, which can be explained because naturally the human organism integrates and absorbs this coating in the months which follow the implementation, the absence of osseointegration is noted. The product was checked dimensionally at various places (dwg-8h200001/ b and mps-s0201 / c). The product is in conformity with its definition. No x-rays or medical reports were provided for analysis. The root cause could not be determined from the analysis performed. The surgeon mentioned that the stem looked a little under-sized on x-ray, this could have contributed to the loosening of the stem. The issue will be monitored during post market surveillance reviews as per sep-419 depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Corail stem failed to fix to bone. On revising the stem, the ha coating was stripped from stem. Stem was free and spinning in femoral canal on revision. Corail stem was removed due to patient complaining of pain. Stem was loose on x-ray and lifted out of femoral canal without the aid of instrumentation on revision. Has mentioned that the stem looked a little under-sized on x-ray, which could have contributed to the loosening of the stem. He would however, still like an investigation to take place.